Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Programming changes were made and the issue was resolved. Patients condition was good.